Event description:
A report was received that the patient had an infection at the ipg and lead site. The infection was initially at the ipg but traveled to the lead and down to the spine. Symptoms include burning and flowing fluid at the battery site. The patient was prescribed antibiotics. The physician confirmed that infection was procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infection at the ipg and lead site. The infection was initially at the ipg but traveled to the lead and down to the spine. Symptoms include burning and flowing fluid at the battery site. The patient was prescribed antibiotics. The physician confirmed that infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description:linear st lead, 70cm; model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model#: sc-4316, lot #: 17310476, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient had experienced pain at one of her incision sites a day before it started to open up with pus draining out. An area around the mid thoracic incision for tunneling site appeared to be erythematous, tender and has a notable amount of purulent drainage coming from the site. The patient was prescribed antibiotics and wound cultures were taken in the emergency department. It was also reported that during the explant procedure, when all the incisions were opened, a copious purulence was present in the patient's right iliac crest pocket incision site tracking up to mid-thoracic incision. The cervical incision did not have apparent infection or pus in the cavity. Cultures were taken on all three wound sites. Incision and drainage and wound ir rigation procedures were performed. It was noted that the patient had an infection and inflammatory reaction due to nervous system device implant and graft and had a complicated open wound of back. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg and lead site. The infection was initially at the ipg but traveled to the lead and down to the spine. Symptoms include burning and flowing fluid at the battery site. The patient was prescribed antibiotics. The physician confirmed that infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that it was not confirmed if cultures were taken.